Event description:
It was reported that during surgery when the surgeon was screwing the screw into the cup, this part of the shell detached from the rim of the screw hole. A piece of metal fell into the patient's wound however the surgeon was able to remove it from the patient.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, per complaint, no surgical delay or patient impact/injury resulted and no foreign body was retained in the patient, therefore, no further medical assessment is warranted at this time. The photos provided could not confirm the stated failure. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.